Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted after error codes were found during a normal follow up. The device was replaced.